Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported by the customer that while monitoring the heartstart mrx intermittently "goes off". It was later clarified and confirmed by the philips authorized support distributor that the rfu indicated had the red cross with the device failing op-check for defib test. There was no reported patient impact.